Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Por (power on reset) for write to locked ram occurred on (B)(4)-2010 and reported a patient alert. Diagnostic information is consistent with reported event.

Event description:
It was also reported that a power on reset occured. The device remains in use. No patient complications were reported as a result of this event.